Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that their battery kept saying "100%". The patient stated that it should not be at 100% but it was. It was noted that the patient got steroid shots in their hips over the weekend and was not sure if they did something to the implantable neurostimulator (ins) battery. The voltage was 4.6 volts. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Follow up information received from the patient reported that they had no idea of what happened that may have led up to the implanted device staying at 100%. The patient stated that the battery lasted 100% for about 3 days. The issue had happened a couple of more times then it was ¿back to normal¿. The patient had contacted their doctor and they had no idea why it happened. It was noted that at the time of this report the device was fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.